Event description:
The patient has an scs system for off-label use; including four leads from the same lot. It was reported pus was found at the patient's lead site (occipital area). The patient met with her doctor several days later and the doctor found nothing wrong with her lead site. Also, no cultures were taken.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR for lead found an in-process nonconformance related to foreign material in the kit. However, the individual affected device was reworked per approved rework procedures and all devices within the lot met acceptance criteria. The DHR nonconformance is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information gathered revealed the patient experienced pustules at the lead site a year after being implanted. In turn, the patient was given injections. On (B)(6), 2015, the patient's scs system was explanted due to an infection at the lead site. The patient was given keflex to address the infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.